Event description:
It was reported, the single use distal cover fell off from the duodenovideoscope during an unspecified procedure and that the duodenovideoscope was removed from the patient without the distal cover. Attempt to retrieve the cover using a colonovideoscope was unsuccessful and thus, it will be tried to pass naturally. Training was done with staff to discuss proper placement of the cover and how to ensure it is placed correctly prior to the start of the procedure. An olympus representative will also be on site in april for additional training. There were no reports of further patient harm. Additional procedure and patient details were requested but no further information was received. This report is related to the following linked patient identifier: (B)(6).